Manufacturer narrative:
This report is for an unknown plates: liss/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: sandoval, j.m.c. (2007), experience with the locking compression plates (lcp) system in the susana lópez de valencia hospital ¿ popayán, colombia, acta ortopédica mexicana, vol. 21 (1), pages 8-13 (colombia). The aim of this descriptive observational case series study is to collect the demographic characteristics of the patients operated with the lcp implant, as well as the type of fracture where it was used, the variations of the implant, the consolidation time, and any complications arising from its use. Between november 2003 to august 2005, a total of 68 patients (54 male and 14 female) who underwent surgical management with the lcp system were included in the study. The lcp implants used were by synthes, consisting of large and small fragment straight plates, and special anatomical plates for proximal humerus, distal radius, distal femur, proximal tibia, and distal tibia. The mean follow-up period was unknown. The following complications were reported as follows: 1 patient with humeral shaft fracture had secondary loss of reduction that was possibly due to delayed consolidation, despite the excellent fixation provided by the implant, as aseptic bone resorption occurred around the lcp screws that ultimately lead to displacement of the fracture (figure 4). The humerus fracture consolidated into a varus and did not require other management. 1 patient with tibia shaft fracture had secondary loss of reduction possibly due to delayed consolidation, despite the excellent fixation provided by the implant, as aseptic bone resorption occurred around the lcp screws that ultimately lead to displacement of the fracture. This required a corrective osteotomy and new osteosynthesis. 2 patients with tibia shaft fracture had infection where the fractures are exposed. This required removal of the implant, followed by an external fixator until consolidation in 1 case, and a second case where it was possible to manage with the implant until consolidation, despite part exposure, requiring later removal of the implant. 2 patients with radius and/or ulna shaft fractures had nonunion in which there was a clear violation of the principles of osteosynthesis - type a or b diaphyseal fractures were fixated using the principle of relative stability using the plate as a sole internal fixative (figure 6). 1 patient with proximal tibia fracture had nonunion and implant failure. After one year during which there was no displacement of the fracture, but it did not consolidate, a rupture of the implant occurred through one of the holes of the same (figure 5). New osteosynthesis was required with a conventional dcp plate and bone grafts, achieving consolidation without major sequelae. 1 patient with distal tibia fracture had an implant failure. The distal tibial plate bent due to standing too early, and a replacement was required of the implant and bone grafts. 2 patients with distal tibia fracture had infection. One was deep with fistulization and secondary loss of reduction that required removal of the implant, management of the infection and new osteosynthesis after 4 months. The other was an infection in the distal part towards the medial malleolus area due to suture dehiscence and protrusion of the end of the plate, which required removal of the implant once the fracture had consolidated. This report is for an unknown synthes 4.5 lcp narrow plate, unknown synthes 5.0 mm lcp narrow plate, unknown synthes locking screws, unknown synthes 3.5/4.0mm lcp plate/screws constructs, unknown synthes liss plates, unknown synthes liss screws, unknown synthes 3.5/4.0 mm lcp distal tibia plates, and unknown 3.5/4.0 mm lcp distal tibia plate/screws constructs.